Manufacturer narrative:
Evaluation summary: analysis was performed and no anomalies were found, however, visual summary analysis of the lead indicated apparent explant damage; full lead returned and analyzed.

Event description:
It was reported that during implant attempt of an atrial lead, the lead could not be placed in an atrial appendage that was removed during a prior valve surgery. The physician opted to not implant any atrial lead, and instead went with a single chamber system. Following implant of that system, the patient wretched and the rv (right ventricular) lead dislodged into the atrium. The patient was noted to be on coumadin and the physician did not want to implant an active fixation lead due to concerns for possible bleeding if a lead were to dislodge again. The patient was also noted to have severe tricuspid regurgitation. The system was explanted and the physician was considering another strategy. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.